Event description:
It was reported, the pt stopped using her system about 5-6 months after implant due to uncomfortable pocket heating while stimulation was on. She stated, she had to turn the amplitude up high for pain relief, and it would cause a burning sensation. She reported, the burning would go away when she turned stimulation off. The pt allegedly has a terminal illness and does not want to pursue any surgical intervention.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.